Event description:
It was reported that this pacemaker was discovered to be in safety mode. A device replacement procedure was performed. The pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.